Event description:
It was reported that the patient had an inappropriate shock due to atrial fibrillation with a rapid ventricular response. Technical services reviewed the latitude data and discussed it with the physician. The doctor is going to schedule an ablation procedure for the patient. There were no additional adverse patient effects. The system remains implanted.